Manufacturer narrative:
The reference device will not be returned to olympus for evaluation as it was discarded after the procedure. The exact cause for the reported event cannot be determined. However, based on similar reported events, the most probable cause for the reported event is mishandling. The instruction manual warns users ¿carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or device is damaged.¿

Event description:
Olympus was informed that during preparation for use in the sterile field, the sterility of four devices were found to be compromised, as the exterior packaging was broken in the same spot. It was reported that one of device was contaminated by tech in the or with a bloody glove when the crack in the tray was noticed. The devices were not use on a patient; therefore, no patient injury was reported. Additionally, it was reported that the outer boxes that held the devices were undamaged. This is report 3 of 4.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. A review of the device history records (DHR) was conducted for the reported lot number. The device was manufactured on april 13, 2017. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. No problem was noted during the manufacturing process of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s complaint of a "sterile breach" was confirmed. A visual inspection was performed on the returned device and found the device to be in new condition sealed inside the sterile tray; however, the lip of the tray was noted be cracked and lifted at the corner. The original shipping carton was not returned with the device. Based on the evaluation findings, the sterile breach can be attributed to shipping damage.